Event description:
A caller reported experiencing cgm error 42. The available data did not specify the impact on the customer¿s blood glucose level. Technical support provided a complete pump reset procedure, guiding the caller through it, and the error code did not reappear after the reset. The caller successfully restarted their sensor session.